Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, palpitations, chest discomfort, and bradycardia. There was oversensing observed, and suspected failure of two leads, caused by the leads in contact with each other. The leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.